Event description:
Radiology tech. Helping in emergency room and squeezed cold-aid cold pack to begin reaction and outer bag ruptured and internal chemicals sprayed out on employee and in room. Part of employee's body exposed was his right eye, ear, arm, shoulder and hand. Employee's eyes were flushed with water times 20 minutes and all areas of skin exposed cleansed with soap and water.